Manufacturer narrative:
Product analysis: the device has been returned and the results of the analysis are pending. Conclusion: without the results of the analysis, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into an annulus with severe calcification, this delivery catheter system (dcs) was inserted and the valve dislodged during deployment. The valve was recaptured and the dcs shaft separated. The dcs was removed from the patient. A new valve was loaded onto a new dcs and was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. There was damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected and with the capsule partially closed. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Torsion marks were observed on the outer shaft and the stability shaft of the device. On attempted retraction of the capsule via the rotation of the deployment knob, the distal end of the valve did not expand but expanded as expected once placed in hot water. The inner member shaft and spindle hub were intact with no evidence of damage. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Procedural films were provided for review, however there was no imaging showing the dislodgement. The cause of the reported dislodgement could not be conclusively determined with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Cines showing the recapture were not provided for review. Delamination observed on the capsule, typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Damage observed on the threading of the screw gear indicates high forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Many sources may contribute to high forces in the system including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, the cause of the high force in the system cannot be determined with the information available. Additionally, torsion marks were observed on the shaft of the subject d cs, indicating that the dcs was twisted or torqued during use. The instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. The reported separation of the dcs shaft cannot be confirmed with the evidence available. No spine break was observed during analysis of the dcs. The damage observed on the screw gear indicates that handle clutching may have occurred. As the handle is turned, instead of the slider tooth following the thread in the screw gear, the force in the system pushes the slider tooth over the top of the screw gear thread. When this happens, the force from the handle may not be transmitted to the capsule. If the force was not being transmitted to the capsule to open it, it may have appeared to be separation of the dcs shaft (i.e. No movement in the capsule). A conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.